Event description:
Customer reported a malfunction with their pump, identified by malfunction code 24, that could not be reset. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).